Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom, which was experienced during the eval. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing, it was also reported there was no pt involvement.